Event description:
Customer reported that there were 2 high blood glucose incidents that required emergency medical assistance and resulted hospitalization. On (B)(6) 2021 customer was in dialysis when blood glucose rose to 800 mg/dl.and emergency medical sevices were dispatched that took them to the hospital. Customer was released within the day. Another hospitalization was on (B)(6) 2021 with 400 mg/dl blood glucose value upon admission.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was admitted to the hospital due to diabetes ketoacidosis and hyperglycemia. Date of hospitalization were (B)(6) 2021 and (B)(6) 2021. Customer's blood glucose levels were 800 mg/dl and 400 mg/dl. Customer stated that when they did prime, insulin pump just shot insulin out and no delivery alarm was indicated. Customer was ok after troubleshooting. Customer was using insulin pump system within 48 hours of reporting high blood glucose event. Customer was feeling sick, confused, dry mouth and tired. Customer was in dialysis and their blood glucose went up to 800 mg/dl. Customer treated hyperglycemia using manual injection and insulin pen. The device will be returned for analysis.